Event description:
The customer reported that the device doesn't do anything, it just beeps. No pt involvement or impact was reported.

Manufacturer narrative:
(B)(4). The customer reported that the device doesn't do anything, it just beeps. No pt involvement or impact was reported. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.